Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The item was broken.

Manufacturer narrative:
Additional narrative: upon receiving the device for evaluation, it was deemed that the failure was not a reportable malfunction therefore this report is being rejected.

Event description:
Upon evaluation of the returned device, the balseal on the larger post is damaged, and still intact.